Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2021. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination of the hypotube shaft identified no kinks. The device was received in two sections as a result of a break in the distal extrusion. The break was located at 4mm distal from the port site in the inner and outer extrusions. An examination of the distal extrusion identified stretching and bunching along its length. As a result of this bunching the proximal end of the balloon was inverted and the proximal and distal markerbands were pulled towards each other. Further analysis identified a kink in the midshaft at 8mm proximal from the port site. A visual examination identified that the balloon was in a deflated state. As a result of the bunching and stretching along the inner, the proximal end of the balloon was inverted. No tears or holes were visible in the balloon material. All blades were securely bonded and no damage to the blades were noted. There was slight tip damage at its distal edge. A visual and microscopic examination found no issue with the actual marker bands however, due to the severe stretching and bunching of the inner extrusion the markerband were pulled towards each other. No other damage was present.

Event description:
It was reported that a shaft break occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted that the shaft broke outside the patient's body. There was no patient interaction and the procedure was completed with another of same device. No patient complications were reported and patient was doing well post procedure.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021.

Event description:
It was reported that a shaft break occurred. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During insertion, it was noted that the shaft broke outside the patient's body. There was no patient interaction and the procedure was completed with another of same device. No patient complications were reported and patient was doing well post procedure.